Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and found a crack in the waste tube fitting. The cse replaced the fitting. The cause of the cracked waste tube fitting is unknown. This is an isolated event. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xpt instrument slipped on waste fluid which was leaking from the instrument. The operator slipped but did not fall. She was wearing personal, protective equipment (ppe) and changed her lab coat. There were a few drops of fluid on her neck, which was cleaned. The operator did not seek medical attention. There was no delay in testing. There are no reports of patient intervention or adverse health consequences due to the waste fluid leak.